Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test,  excessive no delivery test inches. The no delivery alarm functions properly during the basic occlusion test and occlusion test.unit had cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing.  After testing it was concluded that the device operated within specifications.

Event description:
The reporter stated via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 at 5 p.m. With blood glucose of 750mg/dl. The customer experienced symptoms such as vomiting blood, confusion, thirst, and urination. The customer was treated with insulin through IV. The customer was wearing the insulin pump during the hospitalization. Per the healthcare professional, the customer was hospitalized for diabetic ketoacidosis and was still in the hospital during the call. The reporter stated that the customer's blood glucose level began at 322mg/dl and went up to 400mg/dl after insulin pump bolus and finally to 750mg/dl. Troubleshooting for high blood glucose was performed. The customer's blood glucose level was 208mg/dl during the call. The reporter stated that the drive support cap appeared normal. There were no air bubble or leaks. The insulin pump failed the high pressure test. The insulin pump was returned for analysis.